Event description:
It was reported that during the procedure, there was crackling noise and the fiber had a slight fracture and that was not present upon opening. The procedure was completed with another fiber without patient complications.